Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Radiographs were provided and reviewed by a health care professional. Review of the available records identified lucency along with the femoral component proximally at gruen zones 1 and 7 as well as distally consistent with osteolysis. There is no definite component loosening radiographically but clinically the femoral component may be loose. The acetabular component is unremarkable. X-rays were reviewed and the reported event was not confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:00642803202, lot number:60946698, brand name: ceramic femoral head. Catalog number:00641503204, lot number:60958742, brand name: alumina insert. Catalog number:00625006535, lot number:60991394, brand name: bone screw. Catalog number:00625006540, lot number:60991398, brand name: bone screw. Catalog number:65640005822, lot number: 60342906, brand name: acetabular shell. Report source: event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to loosening of the stem. Attempts have been made and additional information on the reported event is unavailable at this time.